Event description:
Follow-up information revealed the patient also experienced a recharge burden while using her scs system. It was noted the patient's right ipg pocket discomfort/soreness was worse. As such, the patient underwent surgical intervention where the physician decided to explant and replace both ipgs (reference MFR. Report#:-3006705815-2016-00278) with a different model, which resolved the reported issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed the patient's discomfort/soreness at the ipg site has now resolved.

Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
The patient has 2 ipgs implanted as part of her scs system. It was reported the patient is experiencing discomfort at both ipg pocket sites (reference MFR. Report# -3006705815-2016-00278). The patient alleges the ipg pocket is uncomfortable due to the protrusion of the ipg . As such, the patient will undergo surgical intervention as the next course of action.